Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an inferior vena cava (ivc) filter deployment procedure, the filter legs failed to expand. It was further reported that the filter was captured and retrieved using a snare and another device was used to completed the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and one image was provided for review. The returned device was attached to an unknown snare device. The returned device had two crossed legs upon evaluation. The provided images shows crossed limbs upon deployment. Therefore, the investigation can be confirmed for failure to expand. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion.

Event description:
It was reported that during an inferior vena cava (ivc) filter deployment procedure, the filter legs failed to expand. It was further reported that the filter was captured and retrieved using a snare and another device was used to completed the procedure. There was no reported patient injury.